Event description:
Norepinephrine was ordered at 2.5 microgram (mcg). The alert went off. The threshold was passed according to the library. Patient received 200.5 and has an myocardial infarction (mi). No permanent damage. We believe the issue is the "0" key and the "." Key are too close. There may be a potential software issue.